Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was at the clinic with the vad exhibiting numerous high watt alarms. The patient hematocrit was checked and adjusted again. It was also reported that the patient was hypovolemia, international normalized ratio (inr) was 4, and urine was brown. It was noted that tissue plasminogen activator (tpa) was not started directly due to the patient¿s bleeding history. The patient was given liquids and a high dose of heparin, but the high watt alarm continued, especially at night. Due to the constantly recurring high power alarms, it was decided to give lysis therapy to dissolve the thrombus. This was the 4th lysis therapy applied to this patient since the implant. After the patient received lysis therapy, the power values returned to normal, but this time a low flow alarm occurred. Log file data revealed there is continued suction, and there is suspicion of the left ventricle (lv) not fully filled. An echocardiogram will be performed. The patient is still in the intensive care unit (ICU). The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Log file analysis revealed an increase in power consumption starting on (B)(6) 2024, leading to parameters above normal operating range, followed by a decrease back to normal operating range beginning on (B)(6) 2024. An additional gradual increase in power consumption was recorded starting (B)(6) 2024, followed by a decrease back to normal operating range beginning on (B)(6) 2024. Additionally, 334 high watt alarms logged since (B)(6) 2024 and 102 low flow alarms were logged since (B)(6) 2024. Intermittent suction events were observed during the analyzed period. As a result, the reported high power, low flow and suction events were confirmed. Of note, the patient underwent lysis therapy. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information and historical review of similar events, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.